Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia when glucose levels rose rapidly after waking and increased to 250 mg/dl following breakfast while using the ilet system during its learning phase; the user noted fear of overdosing, possible under-announcement of the meal, a brief pump disconnection during a shower, and an accurate dexcom reading, with no observed cannula bend after infusion set removal. Symptoms included elevated blood glucose without clinical sequelae. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and insufficient evidence to attribute the event to the device. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially influenced by dawn phenomenon, meal announcement uncertainty, and temporary disconnection from insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.